Event description:
During the return cycle, donor complained of stomach cramps and denied any other signs or symptoms. Donor was not constipated or did not have an urge for a bowel movement. The center discontinued the collection cycle and took the following actions: returned red cells, infused saline, provided oral fluids, elevated lower extremities, applied cold cloth, loosened tight clothing, and monitored vital signs. The donor was allowed to sit on the side of the bed with some relief of the cramps. Ms did not indicate that donor was anxious and in pain; in addition, the donor's abdomen was distended and hard. Bowel sounds were normoactive. Upon further questioning of the donor, donor had stomach cramps and bloating 2 years age, and was admitted to the hospital for 1 week. At that time, their diagnosis was ulcer with gastritis. Donor was treated with bioxin and pepcid. No follow up with the donor's physician was performed after pt release from the hospital. Donor confirmed that their abdomen did feel tense and bloated in 2005 prior to their arrival at the plasma center. The donor was counseled pertaining to the reaction and left the center to go to the emergency room medical follow up. Donor would contact the center after treatment. Follow up comments (01-05): donor contacted center on 01-05, 11:30 am, to notify staff that donor did seek medical attention after donation the memories day, at hospital. Donor was admitted to the hospital (during the evening donor was diagnosed with pancreatitis from excessive alcohol consumption (donor stated at this time has had "alcohol problem" for a long time) and treated with IV fluids and protonic. Donor was feeling better. Donor also indicated that their physician stated that their pancreatitis was not related to the plasma donation. Donor will follow up with center in 01-05 on their condition. Medical documentation confirming donor's diagnosis and treatment remains pending at this time. Investigation comments: review of the donation records (donation history card and medical history card) did not indicate any significant findings prior to the plasma donation in 2005. The brief physical exam performed prior to this donation was unremarkable except for the blood pressure, which was elevated initially (154/102) but decreased to acceptable limits (138/98) for plasmapheresis after repeat testing. As required, the medical supervisor evaluated the blood pressure and accepted them for plasma donation.